Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has exhibited gradually increasing, out-of-range shock impedance measurements from the right ventricular (rv) lead (greater than 200 ohms). Boston scientific technical services (ts) was contacted and recommended surgically replacing the rv lead. Additionally, as the ICD battery has less than 1.5 years remaining longevity, the device should also be replaced during the procedure. The procedure has been scheduled for the end of august. At this time, the system remains implanted and in-service. No adverse patient effects were reported. It is currently unknown if the rv lead is a boston scientific product.